Manufacturer narrative:
During investigation, blood was identified inside the device; therefore, the investigation determined unintentional fluid ingress caused the event. There was no patient harm.

Event description:
During a case, the centrifugal pump ceased operation and required the perfusionist to hand-crank. Perfusionist swapped the centrifugal pump and the event recurred on the replacement. There was no patient harm.